Manufacturer narrative:
The reported event of difficulty inserting new ventricular lead in header was confirmed. Analysis revealed the problem began with removal of the old right ventricular (rv) lead. There was blood accumulation in the v-connector port zones. The blood in these areas had a bonding affect between the inside of the connector ports and the silicone lead body surfaces of the lead. This caused the old lead to become stuck in the connector. The part of the lead that was stuck in the connector was the lead¿s front seal. The force used by the physician to remove the stuck lead pulled the lead apart leaving the front seal portion still stuck in the connector. The front seal still inside the connector port was now blocking insertion of the new lead into the rv-connector port. No device anomalies were found. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant. The reported event of noise from the device could not be confirmed. Electrical testing was performed on the device with special noise/crosstalk tests. No noise or crosstalk was found produced by the device. Tests show the device senses normally. The device was found electrically normal.

Event description:
Related manufacturer report number: 2017865-2024-02055. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead was capped on jan 19, 2024. During lead revision, the pacemaker header would not allow for inadequate insertion of the replacement lead. Attempts to loosen the setscrew were unsuccessful. The device was explanted and replaced, and the operation was successfully concluded. The physician suspected that this header/setscrew issue may have been the cause of the right ventricular lead noise. The patient was stable and asymptomatic.